Event description:
The varian field service engineer (fse) did some work on the ix linear accelerator. Specifically on the 180 deg limit switch. The next day, a bolt backed-off and sent two springs flying inside the ix stand. The springs held the gantry 180 deg limit switch arm in place. The radiation therapist heard a loud bang at 142 degree position and found the gantry wouldn't rotate clockwise. They got the patient down from the couch, and (after numerous calls for varian service did not get results) sent their next three (maybe more) patients home. The fse was finally contacted and came onsite. He called to inform us that machine is back working for tomorrow morning. Biomedical engineer comments: clearly the fse forgot to "lock-tight" the screw, or otherwise set the screw as to not come loose. This event is a rare occurrence. The varian fses are typically well trained and capable. However, this is a relatively new fse, with only one year experience.